Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the lock engagement lever the up/down knob could not be locked securely, the acoustic lens was damaged, the objective lens had a scratch and a stain, the adhesive around the light guide lens had wear, the adhesive on the bending section cover rubber had wear, due to wear of angle wire the play of the up/down and right/left knobs both were out of the standard value, due to wear of the angle wire the bending angle in up direction did not meet the standard value, and the ultrasound connector case was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope cables from the socket came out. The issue was observed during reprocessing and there was no patient or procedure involved with this event. The device was returned to olympus for a device evaluation and found a missing piece from the probe unit, and the acoustic lens was chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.